Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed low reservoir. However, the customer reported that the reservoir was not low. Customer also reported that the insulin pump alarmed pump error 25. Customer stated that the battery has a short life span and needs to be changed every few days. Customer's blood glucose reading was 108 mg/dl. No significant events leading to the alarm were observed. Product is not being returned or replaced.